Manufacturer narrative:
The device was returned to olympus for inspection. Evaluation found the objective lens was dirty and lens caused reflection on the image, after cleaning and polishing image cleared . Based on the results of the investigation , a root cause could not be identified. Probable cause based on reasonably known information based on device evaluation was due to use, handling issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope had a dirty objective lens. There was no patient involvement.